Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 400mg/dl; cause was unknown. Customer experience high keytones that were identified by health care professional (hcp) as dangerous/life threatening. Elevated bg was addressed via manual injection and supply change.